Event description:
Customer called (B)(6) 2011 to report that when removing screws from the bottom of the power supply to calibrate cover lock, their technician placed their thumb on the power supply by accident with a hex wrench in his hand and received a shock from the power supply. The techs thumb hurts but he feels fine. He is not seeking medical attention. No pt or operator injury was reported.

Manufacturer narrative:
The field service engineer found the line sensor to be out of specification, therefore, the unit could not be re-calibrated. Field service engineer replaced the line sensor, adjusted the cover switch and tested all parameters on the device. The unit meets all manufacturing specifications. The issue was found to be the unit before attempting to perform maintenance on the machine as suggested in the repair section of the service manual.